Event description:
During a laparoscopic cholecystectomy (before the use of l-hook cautery to remove the gallbladder), it was noticed it burnt thru the sheath. There was a delay in the procedure but no injury. This could have caused an unintentional burn.